Manufacturer narrative:
Evaluation: caster tube brake pin guide.

Event description:
It was reported by service report that there is broken foot end left caster tube brake pin guide. No pt involvement or adverse consequences are reported.